Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type catheter; product ID: 8780, serial/lot #: n763668006, ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving dilaudid (concentration 5 mg, minimum rate dosage) via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient went in for a follow up with the managing physician. There was fluid in the patient's pump pocket and at the site of the incision in the patient's back. There were no environmental, external or patient factors that may have led or contributed to the issue. It was unknown whether diagnostics or troubleshooting were performed. A catheter revision was performed; the catheter was cut in half and partially explanted, and was replaced. The issue was resolved and the patient status was "alive - no injury." No further complications were reported.

Manufacturer narrative:
The catheter was returned, and analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.